Event description:
It was reported that the t1 and t2 deployed together. No patient injuries were reported.

Manufacturer narrative:
Event description update. One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.

Event description:
It was reported that the t1 and t2 deployed together. There was a backup device available to complete the procedure with no significant delay. No patient injuries or complications were reported.